Event description:
Customer sent device in for repair with report of check IV set fluid ingress broken case. Customer contacted and indicated that did not have any report of any patient incident with the device.

Manufacturer narrative:
(B)(4) . Service level investigation found residue on occluders consistent with a fluid ingress condition on the bezel assembly. The rear case assembly and the membrane frame were found cracked at the screw insert and the door harness had a broken wire. The pressure sensors, bezel assembly, rear case assembly, membrane frame and door harness were replaced. The device was returned to the facility after passing all required service level testing. Review of the device history record showed that no other complaints have been received for this device. Review of the service database did not identify any outstanding issues.